Event description:
Mps reported tibia cut off and appeared to have anterior slope. Cutting looked to be about double what was planned. Femoral check point was cut off accidentally and they had to re-register with remaining bone, augments were required. The mps agreed that likely these mistakes were due to user error but this is a high profile account, high profile complaint is also being submitted. Field service has been requested. Update (B)(6) 2020: "case type: tka.

Manufacturer narrative:
Reported event: mps reported tibia cut off and appeared to have anterior slope. Cutting looked to be about double what was planned. Femoral check point was cut off accidentally and they had to re-register with remaining bone, augments were required. The mps agreed that likely these mistakes were due to user error but this is a high profile account and head of ortho at stanford, high profile complaint is also being submitted. Field service has been requested. Update (B)(6) 2020: "case type: tka . Cutting discrepancy: approx 6mm/5 degrees. No planar probe was used. Rep was not me, was patrick brogan no photos or videos were taken. Surgical delay, approx 45 minutes added to case due to intricacies of required implants (ie. Cut box on femur, get ts liners, stem femur and tibia) left side" method & results: product evaluation and results: a complete review of the provided case information including session file, crisis log, patient stls, and service record was completed. All presurgery checks were completed successfully, and the service record showed that the system had received a preventative maintenance visit just a few weeks prior. The CT landmarks and resection landmarks appeared to be chosen correctly. However, the patient¿s significant native deformity likely contributed to the perception that the saw had aligned incorrectly. The native posterior slope of the lateral tibia condyle, which remained after resection, may also have contributed to the perception of anterior slope in the tibia. Because the planar probe was not used to measure the resection, the apparent anterior slope of the tibia could not be confirmed. The use of intra-incision bone pins on the tibia is an off-label technique that increases the likelihood that the array will be contacted during bone preparation due to the proximity of the bone pins and array clamp to the planned resection. This may also have contributed to inaccuracies following checkpoint capture. Mako registration was verified via the sawblade checkpoint in bone preparation, and an analysis showed it was unlikely that the base array shifted during the procedure. The femur checkpoint was accidentally removed by the saw during preparation of the anterior femur. The anterior femur is not a recommended location for checkpoint placement due to proximity to the anterior cut. The tka application provides the following guidance on placing the femur checkpoint: ¿femur checkpoint. The grey region and black dashed line represent the approximate region of bone that will be removed during bone preparation. Ensure that the femur checkpoint is placed in hard bone and located approximately 10 mm away from the nearest femur cut. Collect and verify the femur checkpoint.¿ that the first femur registration had a bad point cloud and required the user to complete all verification spheres suggests poor bone quality or poor tracker fixation, assuming proper registration technique. These factors would manifest during bone preparation, when poor pin purchase or poor tracker fixation exacerbated by vibrations from the saw could result in array motion relative to the bone. It was noted by individuals with knowledge of the case that it was likely the femoral array had shifted. This shift in femoral array position was further corroborated by the significant change in array-bone relationship between the two femoral registrations seen in the registration transform. This shift in femoral array position would have contributed to the inaccuracies seen during femur preparation, including the accidental removal of the checkpoint. The high number of velocity traps observed throughout bone preparation further corroborates poor fixation. All areas of investigation indicate that the mako system operated within specification. No system defect or malfunction is suspected. Product history review: a review of device history records shows that rob907 was inspected on (B)(6)2019 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a search of the complaint database under device identification pn (B)(4) reports no similar complaints for tka software - inaccurate resection. Conclusions: a complete review of the provided case information including session file, crisis log, patient stls, and service record was completed. All presurgery checks were completed successfully, and the service record showed that the system had received a preventative maintenance visit just a few weeks prior. The CT landmarks and resection landmarks appeared to be chosen correctly. However, the patient¿s significant native deformity likely contributed to the perception that the saw had aligned incorrectly. The native posterior slope of the lateral tibia condyle, which remained after resection, may also have contributed to the perception of anterior slope in the tibia. Because the planar probe was not used to measure the resection, the apparent anterior slope of the tibia could not be confirmed. The use of intra-incision bone pins on the tibia is an off-label technique that increases the likelihood that the array will be contacted during bone preparation due to the proximity of the bone pins and array clamp to the planned resection. This may also have contributed to inaccuracies following checkpoint capture. Mako registration was verified via the sawblade checkpoint in bone preparation, and an analysis showed it was unlikely that the base array shifted during the procedure. The femur checkpoint was accidentally removed by the saw during preparation of the anterior femur. The anterior femur is not a recommended location for checkpoint placement due to proximity to the anterior cut. The tka application provides the following guidance on placing the femur checkpoint: ¿femur checkpoint. The grey region and black dashed line represent the approximate region of bone that will be removed during bone preparation. Ensure that the femur checkpoint is placed in hard bone and located approximately 10 mm away from the nearest femur cut. Collect and verify the femur checkpoint.¿ that the first femur registration had a bad point cloud and required the user to complete all verification spheres suggests poor bone quality or poor tracker fixation, assuming proper registration technique. These factors would manifest during bone preparation, when poor pin purchase or poor tracker fixation exacerbated by vibrations from the saw could result in array motion relative to the bone. It was noted by individuals with knowledge of the case that it was likely the femoral array had shifted. This shift in femoral array position was further corroborated by the significant change in array-bone relationship between the two femoral registrations seen in the registration transform. This shift in femoral array position would have contributed to the inaccuracies seen during femur preparation, including the accidental removal of the checkpoint. The high number of velocity traps observed throughout bone preparation further corroborates poor fixation. All areas of investigation indicate that the mako system operated within specification. No system defect or malfunction is suspected. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required at this time. If additional information is received, then the complaint will be reopened. System is ready for use.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported tibia cut off and appeared to have anterior slope. Cutting looked to be about double what was planned. Femoral check point was cut off accidentally and they had to re-register with remaining bone, augments were required. The mps agreed that likely these mistakes were due to user error but this is a high profile account, high profile complaint is also being submitted. Field service has been requested. Update 05/18/2020: "case type: tka.